Event description:
Customer's mother called in to report that the beeps and alarms do not work in the pump. Ran a selftest, the tone test does not beep.

Manufacturer narrative:
Unit has not audible tone due to broken transducer wire.